Manufacturer narrative:
(B)(4). Evaluation: results: (occlusion).

Event description:
During index procedure, one complete se iliac peripheral stent was successfully implanted to the right external iliac. Severe right intermittent claudication was reported approximately 25 months post procedure. Vascular intervention was performed (clinically driven tvr/tlr). Investigator reports possible relationship between event and study device.